Event description:
Surgeon was performing an abdominal hysterectomy. While suturing in the abdomen, the needle broke in two pieces. Both pieces were located and removed. Manufacturer response for suture with needle, suture, coated vicryl. Reporter not aware of the content of response from vendor. Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure? No. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
(B) (4): conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. Additional info from the user facility: (B) (4), coated vicryl plus, needle, suture, coated vicryl, (B) (4).